Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided picture identified fracture of the metal impactor tip and of the 2 pronged glenosphere inserter/impactor tip. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110028879, compr rvs gleno 2- prng ins/imp, lot # 204500. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03038. Discarded.

Event description:
It was reported that during an initial procedure the tips on both the 2 pronged glenosphere inserter/impactor and the metal impactor cracked and broke during impaction with a mallet. Excessive force was not used. Attempts have been made and there is no further information at this time.